Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: event was confirmed during testing. Device was found to be affected by a wear problem. Product disposition: this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached. One event had no patient involvement; no patient impact.